Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached middle of life 2 (mol2) after being implanted for 31 months. There was a concern that the battery is depleting earlier than expected. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Laboratory technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Once the device is returned and analysis completed, this report will be updated.

Event description:
Additional information was reported that this implantable cardioverter defibrillator (ICD) was explanted for premature battery depletion. No additional adverse patient effects were reported. The ICD will be returned for immediate laboratory analysis.

Manufacturer narrative:
At this time, this ICD remains implanted and in service. A revision is being considered in three months time. No additional information is available. Once the ICD is explanted and returned for laboratory analysis, this report will be updated.